Manufacturer narrative:
.

Event description:
It was reported by the radiologist that the patient was coming in for an MRI and had a "broken vns". The region of the body which needed to be scanned and the reason for the scan were not provided. The radiologist was asked to provide the patient's name and information, but it was unknown. The radiologist stated the patient was referred to her by another physician who stated the vns was broken. When she asked the physician what exactly was broken, the physician was unable to provide an answer. Attempts for additional relevant information have been unsuccessful to date.

Event description:
A call was placed to the neurologist and the nurse stated she thinks the patient's vns battery had died years ago and the patient had elected not to replace. Recently, the patient had needed a MRI, but since the battery was dead, they could not run diagnostics to verify if the lead was in tact. The referred for x-rays to see if the lead would be ok for a MRI. The nurse explained they never thought there was anything wrong with the vns, they just needed to verify prior to the MRI. The nurse was unable at the time to confirm the patient's name, date of birth, and vns product information as the physician was in with another patient. Attempts for additional relevant information have been unsuccessful to date.